Manufacturer narrative:
Concomitant: product ID 37743fa, serial# (B)(4), product type programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient had a fall recently. It was noted this past sunday the implantable neurostimulator (ins) turned off on its own. This was confirmed via the clinician programmer. The patient didn¿t turn the implant off, and was at church when all of a sudden he realized his arm was seizing up and he was having an rsd (reflex sympathetic dystrophy) attack. The patient¿s wife helped the patient turn the device back on and reported an error code, a ¿call your doctor icon.¿ the exact code was unknown. The ins was able to be turned back on with the patient programmer (pp), so ¿it wasn¿t that the implant was depleted.¿ the patient reportedly was not near any electronic magnetic imaging/emi, and no medical procedures were performed just prior to the event. It was reported this had happened once before. The day of the current report, all impedances were normal, and fine electrically. Additional information received reported there appeared there were no power on resets (por) in the diagnostic trend. It was reported the patient used high frequency stimulation (1200hz) and the stimulator had been extremely helpful for the patient. It was reported the patient changed from groups g to h the day the event happened. It was noted 1-2 weeks prior to the event the patient had had a hard week therapeutically. It appeared the patient¿s implant was actually off according to the mystim diary during that time period. The patient claimed he actually checked the stimulator with the mystim and it said it was on. It was noted what the patient said didn¿t match what the clinician programmer was showing. It was reported the patient had a fall 1-2 weeks ago sometime around the ¿bad therapeutic week.¿